Event description:
It was reported by service report that the head section was not locking into place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: head section assembly.